Event description:
At their 6 month follow up on (B)(6) 2023, patient complained of ankle swelling, pain, and stiffness. The pi recommended the patient undergo right ankle debridement. Patient agreed and the procedure was scheduled for (B)(6) 2023. During the procedure the medial lateral gutters were cleared out of any spurs and bone. Patient was discharged on the same day.

Manufacturer narrative:
Device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted.

Event description:
At their 6 month follow up on (B)(6) 2023, patient complained of ankle swelling, pain, and stiffness. The pi recommended the patient undergo right ankle debridement. Patient agreed and the procedure was scheduled for on (B)(6) 2023. During the procedure the medial lateral gutters were cleared out of any spurs and bone. Patient was discharged on the same day.

Manufacturer narrative:
The complaint was confirmed, since the information received confirm that the patient got additional treatment. A device inspection was not possible since the affected device was not returned for investigation. Cutout of the reporting from surgeon "patient who had a previous total ankle replacement. He has good position of the hardware. He had a posttraumatic injury and has stiffness of the ankle. He has some residual pain. He has medial and lateral gutter impingement. For that reason, further surgery is indicated.". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.